Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: during the initial procedure, the pt had an ivs tunneller and monarc mesh placed. The pt reports that the surgery did not alleviate her pain. On (B)(6) 2013, the pt underwent a procedure to correct these prolapsed organs and treat her sui. During this procedure, there was a revision of the ivs tunneller and monarc.

Manufacturer narrative:
(B)(4).